Manufacturer narrative:
Product ID: 747151, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37752, serial#(B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3898-33, lot# lb2395, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6)2009, product type: programmer. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) malfunctioned. The device stopped operating and the patient was not getting any relief of her low back/left leg pain. Given this situation, the ins in the right anterior abdomen was removed and a new ins was placed over the right buttock. Intraoperative testing was noted. The patient was taken to the recovery room in good condition. The patient tolerated the procedure well. If additional information is received, a follow up report will be sent.